Event description:
It was reported that (1) device was used during a lung volume reduction. It was reported by the affiliate that the tsb45 instrument was used in the case. The pt had extremely reloads were not performing a proper "b" shape of the staple line. The pt then had to have a thoracotomy with a tlc55 to keep the pt from dying. The device was discarded.